Manufacturer narrative:
Suspect device is coaguchek strips: cat/3116247.

Event description:
Pt reportedly obtained a result of 3.9 inr on the coaguchek and 2.9 inr on an additional professional coagulation device. No action was taken based on device results as this comparison performed during a study. No adverse event reported. Request return of suspect device and replacement was sent. Coaguchek test system: strip lot 443a, 4/30/08. Comparison performed in a medical facility.